Event description:
The patient said that a v-go fell off the right arm, applied vertically, and another v-go fell off the left arm and was applied horizontally. There was no hair on the arms, no sweating, and he did not catch them on anything. Patient had just showered both times. He could not say how long the v-go's were on before they fell off.